Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right atrial (ra) lead there was placement difficulty. The ra lead exhibited high thresholds and low impedance. Undersensing of p waves was also noted. The lead was repositioned many times, the lead was removed to examine for tissue in the helix and attempted to re-implant. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.